Event description:
Rn reported on behalf of the patient who was admitted to the hospital with a blood glucose reading of 1307 mg/dl. The hospital transferred her to the medical center where her blood glucose reading was measured at 559 mg/dl. The patient had symptoms of nausea, vomiting and dehydration. Patient's ketones reading was +1.18. Rn stated that the patient was placed on an insulin drip. About 24 hours later the blood glucose readings were between 160 and 170 mg/dl. The rn reported that the pump did not show any errors and there were no infections at her infusion site. The patient was in ICU and unable to talk. Requested for the pump to sent in for evaluation.